Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was reported as "high." Customer delivered a bolus from the pump and possibly a manual injection to address the bg level. Customer did not require third-party assistance and resolved the issue by changing the infusion set and cartridge, then resuming insulin use.